Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on three unspecified dates in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the tubing of ten (10) homechoice cassettes without an alarm during peritoneal dialysis therapy. There was patient involvement. The care giver stated that the cassettes were warped and would not fit into the homechoice device properly. During follow-up with the patient, they stated they had not been able to see the warped cassettes within the over pouch, and had not opened any of their supplies with any sharp objects. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.